Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge patient lines turned brown in color. The user changed the cartridge. There was no impact to the user's blood glucose level as the user was on a saline trial.